Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose of 50 to 400mg/dl. Customer treated with the pump and indicated that the site has been changed. Customer was advised to monitor their high blood glucose and call back if further assistance is needed. Customer mentioned that their blood glucose is stable at the end of the call. No further details given.